Manufacturer narrative:
H.7. Correction: recall, notification and correction number added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820 lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl and bupivacaine via an implantable pump for non-malignant pain. It was reported that while on the call, the agent had the patient reconnect to the pump due to navigating out of the my personal therapy manager (myptm) app prior to instruction. While connecting, the patient stated it took a couple of minutes. When the agent inquired event date, the patient stated it didn't take this long the first couple days, but then it just started taking a very long time. The patient cleared the cache but that didn't seem to matter and it just took this long to connect. The patient stated it was 1.5-2 minutes exactly, but normally it was about 1 minute and 45 seconds and mentioned they timed themselves for how long it took. The patient then stated every once in a while; they saw a message that says the myptm app had timed out. It was determined that the patient was clearing cache from the myptm app instead of clearing data per instructions. The patient inquired if they would lose their bolus if the pump programming was changed. The agent reviewed. The agent reviewed clear data considerations. The patient just requested the agent to provide clear data instructions verbally and the patient would clear data at a later time after going into the doctor's office. The patient confirmed and provided the name of their managing physician.

Manufacturer narrative:
H7 and h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.